Event description:
It was reported that the customer received a failed self test alarm and since then the customer was unable to read the meter or connect to sensors. The customer's blood glucose was 7 mmol/l. Advised that a replacement insulin pump would be sent. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency circuit board. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.